Event description:
It was reported that the pt developed severe migraine after the implant switch on (B)(6), 2009. As soon as the audio processor was put on the pt's head, it triggered a headache. The pt did not have any issues if she did not wear the audio processor. The pt became a non-user and made the decision to have her implant explanted. During explantation no damage on the stimulator, the conductor link or the fmt was visible.

Manufacturer narrative:
The device has been ex planted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.